Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, delamination of the diaphragm valve, crease fold, wear abrasion. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. The device has been explanted and replaced.